Event description:
The patient reported that at 8:00 pm on (B) (6) 2010 their blood glucose measured 230 mg/dl and the patient bolused through the infusion device. At 11:00 pm, the patient's blood glucose measured 270 mg/dl and the patient bolused through the infusion device. The following morning at 7:00 am, the patient's mother noticed the patient's infusion tubing was separated at the luer connection. The patient changed the infusion set and bolused through the infusion device. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at the time. If further information is obtained, it will be provided in the supplemental report.